Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that computer had a memory problem, which can impact imaging. After reviewing the log file, fse found frontal ip-pc malfunction. Upon troubleshooting fse found that flex vision pc was incompatible with the latest software. Fse replaced ip pc. After the replacement of the ip pc, the system returned to use in good working order. The defective part was returned for analysis and the main suspected failed component is ip pc and host pc monoplane. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicate the image processing computer had a memory problem, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.